Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and calcified. During the procedure, the physician successfully placed two smart coils in the target vessel using the microcatheter. While attempting to place the next smart coil into the aneurysm the physician experienced resistance. The physician then put the distal end of the microcatheter against the aneurysm and pushed the smart coil in it. Subsequently, the physician attempted to detach the smart coil using the handle; however, the smart coil failed to detach. The physician then attempted to detach the smart coil again after withdrawing the microcatheter a little, but the smart coil would not detach. Therefore, the smart coil was removed. The procedure was completed using three non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02561.